Event description:
Customer reports 2 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatments. A new disposables were used to continue the treatments without incident. One pt dialyzer was reused 6 times (event date 07/02/99) and another 10 times (event date unknown) prior to the reported events. Customer reports no pt injury or need for med intervention.